Event description:
It was reported that the pack had a tear in the package but the table pack was not punctured. There is evidence of blue wrap on the velcro strip. Pictures were provided of the damaged packaging. Related to mfg report's # 2248146-2014-00220, 2248146-2014-00221.

Manufacturer narrative:
The product is promised for return but has not yet been received. When the product is received an eval will be performed and a supplemental report will be submitted with the results of the investigation. (B)(4).